Event description:
It was reported that the pt was revised due to instability.

Manufacturer narrative:
Eval summary: the article noted that the pt had developed recurrent instability after 2 months from surgery, and underwent total revision associated with shortening of the femur. Based on the provided info the most likely cause of the instability was from the shortened leg length. Review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.